Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "power cannot be turned on" malfunction would likely be a related to a disconnection of switching regulator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the uhd lcd monitor will not switch on. The entire column works except for the monitor, disconnecting the cables did not help. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.